Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is cracked. Customer does not recall any significant events leading to the error, but indicated that he sat on the pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.